Event description:
It was reported that the patient received inappropriate atp for atrial fibrillation with rapid ventricular response. All therapy capabilities were disabled on the device per family request. The patient was very ill and later expired due to sepsis and organ failure, unrelated to device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.